Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient had just undergone generator replacement surgery in (B)(6) 2013. The pa reported that since the generator replacement surgery the patient output current had bene increased until 1.5ma and that all diagnostics were ok until the high impedance was obtained. The pa referred the patient to the implanting surgeon. It is unknown if the generator was programmed off after observing the high impedance and if x-rays were performed. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.